Event description:
The customer reported that there were no alarms during a pvc event.

Manufacturer narrative:
(B)(4). The customer reported that there were no alarms during a pvc event. The initial investigation supports that the central station performed correctly based on its alarm settings. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.